Manufacturer narrative:
On 17-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath and hemostatic valve. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record review was performed for the finished device 00002003 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, bwi received additional information regarding the event. Hemostatic valve was not broken. Hemostasis valve (gasket) dislodged inside the hub but not outside the hub. No medical intervention required. On (B)(6)2022, the brim cap/hub did not detach from the sheath. Air was not introduced into the patient. Patient did not exhibit any neurological symptoms since the procedure was completed. Blood return was not observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with an 8.5f sheath with curve viz mdc. No error codes. The physician commented that there was something like air from the hemostatic port after insertion into the patient¿s body and requested exchange. There was no detachment of the hemostatic valve in appearance. The timing was immediately after insertion of the sheath into the patient¿s body. Sheath was exchanged. The hemostatic valve fell into the hub. The hemostatic valve was not cracked in itself. The procedure was completed without patient's consequence. Air flow into side port is MDR-reportable.